Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2007 many years later legal complaint states that after, and as a result of the implantation of the products, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. No further information has been provided.